Manufacturer narrative:
No failure or irregularities with the customer material was identified during the investigation. The system works according to specification. A specific root cause could not be identified. An interference was not identified during the investigation of the patient sample. Possible root causes may be related to the correctness of the application process, the material used or handling at the customer site.

Manufacturer narrative:
This event occurred in (B)(4).

Event description:
The customer complained of erroneous results for 1 patient tested for troponin t quantitative on an h232 instrument. The patient was tested at the doctor's office for troponin t quantitative on the h232 instrument with a result of 644 ng/l. The patient was sent to the hospital where the patient was tested twice for troponin t hs and the results from the cobas 6000 analyzer were both <7ng/l. These results were reported outside of the laboratory. No adverse event occurred. The patient was sent home from the hospital. The h232 instrument serial number was (B)(4). Neither the h232 instrument nor a similar device is sold in the united states.

Manufacturer narrative:
No test strips from the customer were available for return. Retention samples of the same lot that customer used were tested. The results of the measurements fulfill our requirements.

Manufacturer narrative:
The customer returned their h232 instrument. Retention strips were tested with the returned meter and an h232 instrument used at the investigation site and all testing requirements were fulfilled. The customer returned the patient sample. It was noted that the sample was outside of temperature requirements when it was received. Normal blood was spiked with the patient sample and tested on the returned h232 meter and the h232 meter used at the investigation site along with an elecsys 2010. Results from both h232 meters were <50 ng/l and the elecsys result was 7.91 pg/ml.